Event description:
Info was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Per the reporter, the patient had elevated blood glucose for several days. On the same day, the patient was admitted to the hospital with a blood glucose >5007 mg/dl, he was treated with IV fluids and insulin. Troubleshooting of the device could not find any functional problem with the device. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.